Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the hybrid circuit anomaly caused the premature battery depletion.